Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model cs3, serial number/date (B)(4). The owner's manual part number 1153410, was issued with this device. The owner's manual is also found on-line at invacare.com. The facility, (B)(6) called stating that two wheels for the cs3 carroll healthcare bed are allegedly cracked, out of the box. Replacement wheels have been sent. This bed was not assigned to a particular resident. The malfunction has not been confirmed.

Event description:
On (B)(6) - the facility staff indicated that the cs3 bed had two cracked wheels. There was no injury reported.